Manufacturer narrative:
The manufacturer has received the removed parts of further analysis. No further information is available at this time.

Event description:
In 2004, the dual drive console (ddc) was being used in a training class when both modules alarmed and no pressure or vacuum could be generated by the compressor tray. The following day, manufacturer technical support troubleshoot the unit and found the flat pack was not outputting. The technician changed the pack and found that the battery pack was not supplying proper power under load. The pack was replaced, the unit passed all testing and was put back into service.